Event description:
It was reported that the implant at tooth site #29 was removed due to infection. Patient returns complaining that implant site is sensitive to the touch. Symptoms as a result of the event: abscess & inflammation

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown.

Manufacturer narrative:
Zimvie complaint: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: manufacturer email address. D4: additional device information- expiration date, UDI updated. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date updated. H10: additional narrative. DHR review was completed for the subject lot number 1264753. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1264753 for similar events and 1 other relevant complaint(s) was identified, (B)(4). Review completed utilizing keywords: dental: medical: infection. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.